Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error during rewind.. The customer¿s blood glucose level was 116 mg/dl at the time of the incident. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer reported that they possibly received a motor position encoder error alarm in the past. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device was received with motor error alarm during rewinding and motor position encoder error alarm confirmed in alarm history due to jammed motor gearbox. Unable to perform functional testing including displacement test, rewind test, basic occlusion test, occlusion test or excessive no delivery test, due to motor error alarm. Device was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and stained address number label.